Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy. The patient was connected at the time of the alarm. Nothing unusual was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in cycling the power on the hc device to clear the alarm. The tsr had the hp disconnect and remove the cassette. It is unknown if/how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.